Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported death, heart failure, cardiac tamponade, bleeding, infection, renal failure, and tricuspid regurgitation were unable to be determined. The reported patient effects of death, hemorrhage, renal failure, cardiac tamponade, heart failure, and tricuspid regurgitation, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: outcomes of transcatheter tricuspid edge-to-edge (teer) repair in patients with right ventricular (rv) dysfunction" was reviewed.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects reported in the article are captured under separate medwatch report. B2: death date is estimated b3: event date is estimated literature attachment: article title "outcomes of transcatheter tricuspid edge-to-edge (teer) repair in patients with right ventricular (rv) dysfunction".

Event description:
The article "outcomes of transcatheter tricuspid edge-to-edge (teer) repair in patients with right ventricular (rv) dysfunction" was reviewed. The artilce presented a prospective multi center study designed to evaluate the safety profile of tricuspid transcatheter edge-to-edge repair (teer) in patients with right ventricular (rv) dysfunction. Abbott devices mentioned include mitraclip and triclip. The article concluded that the low 30-day mortality and high procedural success rates of teer were consistent, irrespective of rv function, reassuring teer¿s safety and feasibility to treat tricuspid regurgitation (tr) in patients with rv dysfunction. The primary author was johanna vogelhuber m.d. Department of internal medicine ii, heart center bonn, university hospital bonn, germany. The corresponding author was atsushi sugiura, md, phd, department of medicine ii, heart center bonn, university hospital bonn, venusberg-campus 1, 53127 bonn, germany with the corresponding email: atsushi.sugiura@ukbonn.de. The time frame of the study was july 2015 to december 2021. A total of 262 patients were included in the study, with 72.9% receiving an abbott device. The average age was 78.9. The majority gender was female. As this is from a literature review, patient weight was not provided. Comorbidities included: arterial hypertension, diabetes, atrial fibrillation, atrial flutter, myocardial infarction, stroke, coronary artery disease, pacemaker, peripheral vascular disease, tricuspid regurgitation. Cn-227731: peri and post-procedural complications included cardiac tamponade, major bleeding, multiple blood tranfusion, pneumonia, acute kidney injury, unchanged tr, death, heart failure, hospitalization, off label use. Cn-227733: peri and post-procedural complications included cardiac tamponade, major bleeding, multiple blood tranfusion, pneumonia, acute kidney injury, unchanged tr, death, heart failure, hospitalization.